Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that two or three weeks after a femtosecond laser cataract procedure, a contact lens used for docking fell off the pt's eye according to the surgeon, this contact lens went behind the eyelid during the docking. Additional info has been requested but not received to date.